Manufacturer narrative:
Since the customer first reported intermittent ECG analysis issues associated with pr 2518813/r2310087, part replacements have not prevented the recurrence of the reported problem. Because interference from environmental factors was suspected, a replacement dfm100 device was loaned to the facility for one month in order to observe whether this additional device also showed ECG analysis defects at the same location. During the month-long observation period of this loaner device, no ECG analysis issues occurred. However, as the first two instances of the reported issue on the original device occurred more than one month apart, the fact that no ECG analysis issue was observed does not necessarily conclusively prove or disprove the existence of environmental interference. Thus, further necessary action was taken by philips. As a part of the solution for the intermittent ECG analysis issues experienced by the customer in (B)(4) and (B)(4), a comprehensive action plan was created by philips to determine root cause of the reported problem. The goal of this action plan was to determine if the problem was inherent to the defibrillator itself or related to environmental factors or interference. The plan included replacement of all electronic components related to the ECG acquisition chain (ac power module, measurement ECG module, therapy pca, processor pca and I/o pca) and retraining of the customer after all parts had been replaced. Additionally, upon replacement of all parts mentioned above, the device in question was put back into use but under observation by the hospital biomedical engineer, who was told to collect logs and send them to philips should another issue with ECG analysis occur on this device. If an ECG analysis issue is again reported on this device, philips will analyze any and all information received from device logs and/or device behavior from the hospital biomedical engineer and will propose any action needing to be taken.

Event description:
Philips received a complaint indicates that device has issue with analyzing ECG reading intermittently. Device was in use at time of event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that device has an issue with analyzing ECG reading intermittently. The device was in use on a patient and there was no adverse event to patient or user.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The following functional tests were performed: the engineer followed the troubleshooting processes and flowcharts indicated in the service manual: executed the performance verification procedures indicated, so visual inspection (device, cables, supplies and accessories), all service mode tests (operational check, printer test, controls test, display test, fan test and usb test), functional checks (all parameters check, defibrillator measurement test, defibrillator test with ac and battery, defibrillator charge cancellation test, pacer test, synchronized cardioversion test and paddles safety check) and used previous field experience with servicing the device. ECG module and processor pca were replaced, however customer still reported the same the issue. Fse cannot replicate the issue and suspects environment impacts on device, fse has advised user to change ECG connection during use and requires for a training on the user. The device was put back into use to keep observation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised to change the ECG lead connection when using on device and a retrain on device operation, since the issue cannot be replicated, and device passed all the tests. The device was put back into use and under observation. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that device has ECG reading issue. Patient involvement information is currently unknown, but no reported adverse event.